Event description:
It was reported that a malfunction occurred with a pump, indicated by error code 16-0x20e6. There was no available information regarding the impact on the customer's blood glucose level. Customer reverted to an alternate method for insulin therapy.